Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migrated up and was causing clavicle pain. The device was explanted. No additional adverse patient effects were reported.